Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the bone fracture cannot be conclusively determined; however, it is most likely is related to the patient¿s underlying condition.

Manufacturer narrative:
Device evaluated by MFR: pending evaluation.

Event description:
As reported, while working on stage 2 of a revision due to infection in this (B)(6) y/o female patient, the shoulder interspace was removed and then the surgeon moved to the glenoid, which was prepped, drilled and the plate was implanted. We were unable to obtain any kind of press fit for stability and the bone was so poor, the compression screws were not really any help. The baseplate was loose, and we couldn't explain why. All implants were then removed to try to identify the problem. Once they were removed, it was clear that there was a fracture on the inferior portion of the glenoid which would just ¿open up¿ any time the implant was tried. The decision was made, by the surgeon, to bone graft the glenoid with cancellous chips, try to address the fracture and then come back at a later date to re-implant our rtsa prosthesis. There was no issue with the device, that led to this event.